Event description:
It was reported that patient presented to clinic for a procedure, the right ventricle (rv) lead exhibited high threshold. The rv lead was capped and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.